Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted, (B)(6) 1999 revision - (B)(6) 1998. Date implanted, (B)(6) 2000 revision - (B)(6) 1999. Date explanted, (B)(6) 1999 revision - (B)(6) 1999. Date explanted, (B)(6) 2000 revision - (B)(6) 2000 . Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 1998. Subsequently, patient was revised on (B)(6) 1999 due to subsidence of the femoral stem and ectopic ossification. Patient was again revised on (B)(6) 2000 due to proximal femur fracture. All components were removed and replaced in both procedures. It was further reported patient underwent an irrigation and debridement procedure on (B)(6) 2013 due to heterotopic ossification.